Event description:
The nurse of a (B)(6) male pt contacted zoll customer support to report that the pt is receiving constant check belt messages. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (connect electrode belt messages) have been confirmed. Upon visual inspection, it was found that the end cap was separated from the monitor case and the white cable running from the computer/analog pca board to the auxiliary board was unplugged. The root cause for the end cap separation cannot be positively identified but was probably the result of a drop or excessive force. Once the cable was reattached, the monitor was fully functional. No adverse event resulted from the disconnected cable. The pt received a replacement monitor.